Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿ after 1000 rpm (revolutions per minute). No patient has been involved. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a rotaflow displayed the error message ¿head error¿ after 1000 rpm (revolutions per minute). No patient has been involved when the failure occurred. No harm to any person occurred. The rotaflow drive (rfd) (serial# (B)(6)) was sent back to manufacturer for repair. During the investigation by the getinge service department on (B)(6) 2022 the reported "head error" could be reproduced. Thus, the drive was sent to the supplier emtec for repair.based on these investigation results the reported failure could be confirmed.the following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced.the product in question was produced in (B)(6) 2020.the device history record (DHR) of the rotaflow (material: 701022161, serial: (B)(6), elo#: 1067201/v1) for which a customer complaint was received, was reviewed on (B)(6) 2022. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint.in order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung supportsystem rotaflow system/ 4.4 / en / v15.chapter 4.1.3:switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console.otherwise the rotaflow console may be damaged.the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.